Event description:
It was reported that the weld seam has a crack in the caster horn weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.